Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged an alarm occurred during a sensor update and that the sensor glucose (sg) value was displayed once, followed by another alarm during the sensor update. The customer also reported stable blood glucose levels after pump initiation but experienced frequent urination and questioned whether this could be related. The event involved product mmt-1886. Troubleshooting was performed, and the alarm details were reviewed with the customer. The customer was advised to replace the sensor, and it was explained that the sensor exchange would be handled accordingly. The customer was informed about the compensation window and advised that, based on the current situation, replacement was sufficient and that additional compensation was not required. The customer was advised to consult their treating physician regarding the frequent urination, as they were currently hospitalized. No further patient complications were reported. No product return is required for mmt-1886.